Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed for stem fracture and use of +8-mm femoral head as secondary contributing factor to increase the joint reaction force (jrf). Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant noted : issue with two sequential left hip revisions in a now (B)(6) female patient (1940), the first revision in 2012, some 6-years after implantation with cup revision due to loosening when cup exchange with impaction bone grafting was performed while the stem was retained although mounted with a new 32-mm/+8-mm femoral head due to stability issues. The second revision was performed less than 3-years later in 2015 due to exeter stem neck fracture. The stem was replaced using cement-in-cement technique with implantation of an exeter srs stem in more anteversion than the previous stem. X-rays confirm the exeter stem neck fracture directly below the femoral head. The acetabular cup has no anteversion while the lateral x-ray confirms the cup is in significant retroversion with a large cement mass overhanging the posterior rim of the cup causing direct contact between bone cement mass and stem neck through impingement. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review by a clinical consultant concluded that the cause of the event was: cup malposition in absent anteversion, large overhanging cement mass over posterior cup rim, retained after the previous revision surgery in 2012 with impaction bone grafting and use of +8-mm femoral head as secondary contributing factor to increase the jrf no further investigation for this event is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that an exeter stem had fractured. A revision operation took place. It was reported that the revision operation dates from several months ago, but the exact date is unknown. Update: without specific cause or trauma, acute pain in the hip region. Attended the emergency department, fracture of the stem was diagnosed. It was reported that this was a second revision. Implant stickers are not available anymore. The broken implants are not available anymore for analysis.